Event description:
It was reported that a patient was hospitalized for high co2 after use of the life2000 ventilator and compressor with oxygen concentrator (manufacturer unknown) and breath pillows interface. Therapy with the life2000 device was initiated on (B)(6) 2021. For approximately the last two years, the patient stated she only used the life2000 device for baxter training visits and did not use the device outside of trainers¿ assistance in the home although she was encouraged to. However, on approximately (B)(6) 2022, the patient reportedly used the life2000 device while sleeping with 3 lpm oxygen bleed in and woke up short of breath. The patient called 911 and was hospitalized for high co2. The patient was placed on bipap, discharged four days later, and has reportedly worn oxygen since. The patient¿s healthcare team was aware of the event. The patient declined to continue use of the life2000 device despite another trainer visit. The patient does not want to use the life2000 device and requested to return the device. The patient did not allege a device malfunction, and no device alarms were noted at the time of the event. This incident was captured under complaint ref # (B)(4).

Manufacturer narrative:
The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask); assist/control mode of ventilation. The device instructions for use (IFU) states always have an alternate means of ventilation or oxygen therapy available. High co2 retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases (copd), bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. In this event, the patient required medical intervention (hospitalization and bipap) to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The cause of the event is undetermined, and an inspection of the device is pending to rule out a malfunction. Any additional information received regarding this event will be submitted in a supplemental report.

Manufacturer narrative:
The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The system is intended for use by qualified, trained personnel under the direction of a physician. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively via et tube or non-invasively via mask; assist/control mode of ventilation. The device instructions for use states always have an alternate means of ventilation or oxygen therapy available. High co2 retention, or hypercapnia, is excessive carbon dioxide in the bloodstream that can commonly affect patients with chronic lung diseases, bronchiectasis, emphysema, interstitial lung disease, and respiratory failure. Treatment is focused on improving ventilation which may include oxygen therapy, mechanical ventilation, and non-invasive ventilation such as CPAP or bipap. In this event, the patient required medical intervention of hospitalization and bipap, to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The device was returned for inspection where end of line tests were ran on the submitted ventilator. The submitted ventilator passed life2000 ventilator test. All required attributes tested passed, in accordance with the end of line test. No malfunction found. The ventilator was functioning normally. The cause of the reported incident is unknown.

Event description:
It was reported that a patient was hospitalized for high co2 after use of the life 2000 ventilator and compressor with oxygen concentrator, manufacturer unknown and breath pillows interface. Therapy with the life2000 device was initiated on (B)(6) 2021. For approximately the last two years, the patient stated she only used the life 2000 device for baxter training visits and did not use the device outside of trainers¿ assistance in the home although she was encouraged to. However, on approximately (B)(6) 2022, the patient reportedly used the life2000 device while sleeping with 3 lpm oxygen bleed in and woke up short of breath. The patient called 911 and was hospitalized for high co2. The patient was placed on bipap, discharged four days later, and has reportedly worn oxygen since. The patient¿s healthcare team was aware of the event. The patient declined to continue use of the life2000 device despite another trainer visit. The patient does not want to use the life2000 device and requested to return the device. The patient did not allege a device malfunction, and no device alarms were noted at the time of the event. This incident was captured under complaint ref # (B)(4).